Event description:
The customer reported spo2 would not come on. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The philips repair bench confirmed with the customer that the problem was with etco2 and not spo2. The repair bench evaluated the device and found the etco2 module failed. The etco2 module was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer.